Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this issue, the audio bolus button cover was detached and the keypad cover was torn near the down button. All keypad buttons were responsive during the investigation and no contamination was found under the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 03/17/2016.